Event description:
(B)(6) reported this event to mer aesthetics, inc. On (B)(6) 2012. In (B)(6) 2012, the pt was injected with radiesse dermal filler in the cheeks 0.7 cc per side. On the 3rd week after procedure, the pt experienced local swelling and pain in the area of treatment. During the next two weeks the swelling became facial edema. On (B)(6) 2012, pt was seen by surgeon for fine needle aspiration of the implant sites. 3ml of pink colored discharge was aspired. The pt was admitted to the surgical ward for one day. Pt was administered IV: cefazoline, ceftriaxone, and klacid. As of (B)(6) 2012, pt feels better but stills has a nodule of bean size. As of (B)(6) 2012, pt has no worsening signs. However, swallowing difficulty developed on the following day, leading to difficulty in drinking and progress of anemia by 3 mg/dl. Re-examination by upper gastrointestinal tract endoscopy revealed a large submucosal haematoma blocking the oesophageal lumen, which continued from 22 cm distal from the incisors to the gastroesophageal junction. The scope was able to be passed through this location without resistance, and no haemorrhage was observed from the gastric varices. Re-examination by CT imaging showed intramural haematoma, which occupied the oesophageal lumen from thoracic oesophagus to the cardiac region of the stomach, which was similar to the endoscopic findings. The pt was diagnosed with oesophageal intramucosal haematoma, and the condition was observed under fasting conditions. Outcome: unk.

Manufacturer narrative:
(B)(4). Medra coding (version 14.1) primary pt heamatoma - (B)(4) soc vascular disorders - (B)(4); abdominal pain upper - (B)(4) soc gastrointestinal disorders - (B)(4); dysphagia - (B)(4) soc gastrointestinal disorders - (B)(4); anaemia - (B)(4) soc blood and lymphatic disorders - (B)(4). (B)(6) comments: this case was first reported in (B)(6).